Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient received a notification from their device regarding a high out of range pacing impedance measurement for their right ventricular lead. Further investigation found that the impedance had been trending upward since (B)(6) 2020. The upper impedance limit was raised in-clinic. Patient was stable after the event.